Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2026-0001687 in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer cardiosave intra aortic balloon pump (iabp) had noise related malfunction. No patient involvement.